Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the engineer replaced main board and did calibration test. (B)(4).

Event description:
It was reported that the external pulse generator (epg) did not sense properly. The epg was sent for repair. The status of the epg is unknown. No patient complications have been reported as a result of this event.